Manufacturer narrative:
The lens was not fully implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) ripped when deployed inside the patient's eye by the physician with use of the unfolder cartridge. The model and serial number of the lens was not provided. The lens was removed and replaced with a preloaded lens, a model pcb00. There was no indication of a patient injury. No further information was provided.

Manufacturer narrative:
Additional information was received and reports that the lens was removed and replaced within the same procedure. There was an incision enlargement and three (3) sutures were used. The patient outcome was reported as good. Based on the additional information provided the following sections have been updated accordingly; both adverse event and product problem. Required intervention to prevent permanent injury. Serious injury. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. An investigation of the lens could not be performed. The reported event could not be confirmed. Manufacturing record review could not be performed as a serial number for the lens was not provided. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.